Manufacturer narrative:
The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. It is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Hospital re-admission for any number of reasons are a common practice for all patients implanted with vads. The instructions for use (IFU) lists hemolysis, device thrombosis and re-operation as known potential complications for all patients implanted with vads. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhgb) levels.  A preliminary review of the controller log files confirmed a rise in power consumption starting on (B)(6) 2016 but parameters were within the normal operating range as of (B)(6) 2016.  The patient underwent cardiac transplantation on (B)(6) 2017.

Manufacturer narrative:
Additional information received: additional information indicated that the event was not associated with a report of hvad high power alarms. At the time of the event, the patient is reported to have therapeutic and controlled anticoagulation on coumadin doses of 2.5-3mg. The patient was initially treated with a heparin infusion that was started on (B)(6) 2017 and he was discharged on (B)(6) 2017. He later underwent cardiac transplantation on (B)(6) 2017. (B)(4), driveline extension cable with lot #1153083 were not returned for evaluation; hw26611 was returned for evaluation. No device malfunction was reported against the batteries and the driveline extension cable; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the batteries and driveline extension cable from performing as intended. Review of the manufacturing documentation and inspection records confirmed that the associated batteries and driveline extension cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. Log file analysis revealed a rise in power consumption starting on (B)(6) 2016 to a peak of 7.1w on (B)(6) 2016 outside of normal power consumption. Failure analysis of the returned pump revealed that the device passed visual inspection, functional testing and dimensional verification. Independent pathology report did not reveal any evidence of thrombus within the pump. Additional information received indicated that the patient was initially treated with a heparin infusion that was started on (B)(6) 2017 and he was discharged on (B)(6) 2017. Log file analysis indicates that power consumption was within normal operating range on (B)(6) 2016 which suggests that thrombus likely got ingested into the pump that led to the increase in power observed in log files. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the increase in power observed in log files may be attributed to thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.